Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had few scratches on the screen which make it hard to read the pump and buttons also need to be pushed repeatedly for them to respond. Customer stated that battery only lasts a week at the most. No harm requiring medical intervention was reported. The device will not be returned for analysis